Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of myocardial infarction and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience alpine 2.50 x 23 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the initial procedure on (B)(6) 2017 was to treat a lesion located in the left anterior descending coronary mid to distal segment that was heavily tortuous, non-calcified and 90% stenosed. A xience alpine 2.5 x 23 mm stent and a xience xpedition 2.25 x 23 mm were implanted. On (B)(6) 2017, the patient suffered a myocardial infarction was diagnosed with acute stent thrombosis, confirmed via angiography. The artery was completely occluded with thrombosis present in both stents. Balloon angioplasty was performed to treat the thrombosis and patient got better. It was confirmed that the patient was compliant with dual antiplatelet drug therapy after the initial procedure. No additional information was provided.